Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identify. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the output connector was broken and could not be connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite xenon light source had poor contact with the light source interface, causing a black screen. The issue was found during a diagnostic procedure (gastroscopy). The procedure was canceled. There were no reports of patient harm.